Event description:
The patient experienced simulation sensation in the wrong location and never having therapeutic effect. Revision surgery was completed the same day as device implant. Device troubleshooting information was not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.